Manufacturer narrative:
A review of similar complaints of the reported problem was performed. No adverse trend was observed. Returned devices were tested and yielded valid and accurate results. No root cause was determined. Report source was the phone.

Event description:
Reported five false positive results. The customer communicated the result was negative by pcr.